Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (baclofen) 500mcg/ml at 50mcg/day via an implantable pump for intractable spasticity and stroke. It was reported that the patient had a hematoma at pump site caused by surgery. It was further reported that during initial implant doctor believed they hit a vessel that caused a hematoma; swelling at pump site post implant and patient did not use binder. The hcp revised on (B)(6) 2024 to wash out area and repair vessel; catheter and pump remained intact. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 142 lbs and the patient's medical history were asked but made unknown.